Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was over 500 mg/dl at the time of incident. Customer stated that there was a loss of communication issue between insulin pump and transmitter. The customer was not using auto mode at the time of incident. Troubleshooting was not performed. No further patient complications were reported.